Event description:
It was reported that prior to a procedure the micro sagittal saw was running in safe mode. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed socket corrosion, which may cause the reported event.

Event description:
It was reported that prior to a procedure the micro sagittal saw was running in safe mode. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.